Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedances greater than 2500 ohms. Device testing was performed and the lead still exhibited the high pacing impedances. During surgery, the lead was also tested via pacing system analyzer (psa) and the high pacing impedance measurement was still present. This rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.